Event description:
When lipid transfusion was paused to completed am blood drawn, the attached micron filter clotted. I attempted to restart transfusion and a down stream occlusion presented. I was unable to manually clear clot. To restart, I needed to replace to micron filter and re-prime. This same problem presented the night before, and one other nurse verbalized the same issue.